Event description:
Incident as reported: lap chole - "surgeon went in and out of the trocar 2 to 3 times using about 8 clips in total. On the fourth time when all clips were placed, surgeon removed clip applier with an empty jaw, and bottom metal piece fell off on the floor. Surgeon did notice some drag in trocar when trying to removed." Patient status: patient ok, no effect.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.